Manufacturer narrative:
(B)(4). Date sent: 1/23/2020. D4: batch # t5cj3x. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and with no cartridge loaded on the device. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the plee60a stapler had a deformed anvil. It was not reported how the procedure was completed. There were no patient consequences reported.